Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported a planned explant with patient reason noted to be cannot see well at distance. Additional information was received by stating, the patient could not see well at distance and could only see clearly when close to an object. The iol was explanted and exchanged with an unspecified lens during the secondary implant procedure. There was no further impact to the patient.